Event description:
It was reported that a malfunction occurred with a pump, indicated by a repeated malfunction alarm when the pump was started. There was no adverse impact to the customer¿s blood glucose level. The customer decided to return the device, and a replacement pump was arranged with a new serial number being provided. Further details about the blood glucose impact or additional customer actions were unavailable.